Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/13/2014 to the present date 10/24/2020 and confirmed that this device was previously returned for servicing 2 times and there were no production failures indicated on the source device.

Event description:
It was reported that the device had been broken or damaged. No patient involvement was reported.